Event description:
One pt out of fix pts treated required a kidney transfusion after eswl treatment. That pt subsequently lost the kidney.

Manufacturer narrative:
The device was thoroughly examined for proper operation by a dornier systems field service engineer and was found to be operating within dornier specs. All systems of this device checked out as functioning correctly. The verification of this device operating according to specs confirms that this device is not the known cause as to why one pt out of six pts treated experienced complications. No further action is required on this complaint at this time.